Manufacturer narrative:
Device was returned for evaluation. Visual inspection found the iol was in two pieces. The optic had been cut or torn in half. One plate was attached to each piece of the optic. The plates and the haptic arms were not damaged. Hinge thickness, angle and base readings which are characteristics associated with lens vaulting were within the respective ranges. Based on this evaluation and available information, the root cause of this event could not be determined and our previous assessment remains the same.

Manufacturer narrative:
Although requested, additional information was not provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Manufacturer narrative:
The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, patient had an asymmetric vault post implant surgery. The iol was explanted. Additional information has been requested.